Event description:
The hcp reported an infection associated with the pump along with a report of "skin failed to close". The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.